Event description:
It was reported that pump charging port was broken, charging cord was loose and patient did not want to troubleshoot these issues. No information was provided regarding impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.